Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia/ventricular fibrillation (vt/vf) post atrial tachycardia/atrial fibrillation (at/af) therapies, including one episode of sustained vt. It was further reported that the right atrial (ra) lead exhibited undersensing during episodes. The patient was hospitalized. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.